Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator experienced an issue with oxygen. The service engineer discovered that wall oxygen, in a somewhat hidden position, was disconnected. After reconnection, the ventilator passed functional tests and was returned to the customer. Low oxygen supply pressure is detected by the ventilator and alarms will be generated. The conclusion is that wall oxygen was disconnected from the ventilator. There was no ventilator malfunction.

Event description:
It was reported that the ventilator experienced an issue with oxygen. The patient involvement is unknown. Manufacturer ref.#: (B)(4).